Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results obtained of 76 and 102 mg/dl. Customer was also concerned with high blood glucose test results obtained of 145, 143, 142 and 153 mg/dl. The customer¿s expected fasting blood glucose test result range is 125 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 277 mg/dl and 243 mg/dl.. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/13/2020 and test strips were opened two weeks ago. The meter memory was reviewed for previous test result history (date/time not set): result 1: 145 mg/dl, date: (B)(6) 2019, time: 11:23pm, fasting ( test was taken on (B)(6) 2020). Result 2: 102 mg/dl, date: (B)(6) 2019, time: 10:30pm, fasting. Result 3: 143 mg/dl, date: (B)(6) 2019, time: 10:33pm, fasting. Result 4: 142 mg/dl, date: (B)(6) 2019, time: 7:48pm, fasting. Result 5: 153 mg/dl, date: (B)(6) 2019, time: 11:02pm, fasting. Result 6: 76 mg/dl, date: (B)(6) 2019, time: 8:26pm, fasting.